Event description:
Spontaneous. Patient's nurse reported issue with curlin pump. It continued to alarm air in line all last infusion and now much of this one as well. There is no air. It is quiet for about three minutes and then it alarms again. Unsure what the issue is. Nurse tried wiping down the tubing and the channel and even replaced the tubing once. Unknown if patient missed a dose or experienced an adverse event. Pump available for return. No further information. Reported to cvs/caremark by: health professional.